Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure by using navarre universal drainage catheter. It was reported that prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. No patient involvement was reported.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo and one video were provided for review. The photo and video show a product package containing the drainage catheter. The product details mentioned on the package matches with tw details. Both photo and video shows partial view of drainage catheter. In the provided photo, the tip of the drainage catheter was not clearly visible. In the provided video, the trocar needle was not noted to be protruding at the tip of the catheter. However, it is unsure whether the product meet specification or not from the provided video. Therefore, the investigation is inconclusive for reported trocar needle length issue as the provided photo and video was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure by using navarre universal drainage catheter. It was reported that prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. No patient involvement was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.